Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported experiencing pain in her tailbone. The patient denied any falls or trauma that could have contributed to the pain and the patient denied any recently medical tests or electromagnetic interference that could have contributed to the pain. The only stated that the only recent procedure that had been done was a cortisone shot in her hip in november, but this was not near the pain site. Additionally the patient stated that when she increased "2 degrees" but was not feeling stimulation. It was reviewed with the patient that she could try turning stimulation off to see if the pain is impacted by stimulation. The patient planned to follow-up with her healthcare provider. Patient status is unknown at the time of this report. Symptom onset was not reported to be sudden and had an onset of "3 weeks ago" while the loss of stimulation was reported to have started on (B)(6) 2016.